Manufacturer narrative:
Information unknown/not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021 and (B)(6) 2021. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to power miss. There was no vitrectomy, incision enlargement, or sutures required. Surgery was completed using the same model, but different diopter (16.5 d) replacement lens. There was no patient injury reported. No further information was available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: aug 26, 2021 . Section d9: returned to manufacturer: yes . Device evaluation: the device was returned for evaluation. Visual inspection under magnification revealed no cosmetic issues on the complaint lens. The complaint lens was cleaned, and no cosmetic issues could be identified. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.